Manufacturer narrative:
(B)(4). D10: cat: 110003453 lot: 521750 g7 curved acet shell inserter. Cat: 110018823 lot: zb7232310 g7 positioning guidepost. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the guide rod snapped. The adapter is stuck on inserter due to the guide rod snapping. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 visual examination of the returned product identified the inserter has damage to the strike plate along with scuffing and indentations on the guidepost junction location. The guidepost could not be removed from the inserter as the stem from the fractured guide pin remains inside. The guide rod has fractured at the threaded location under the head of the device. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.